Event description:
It was reported that the customer dropped the insulin pump the day prior and was receiving unexpected restart alarms as well as external ram crc error alarms from the insulin pump. The customer's blood glucose was 250 mg/dl. Troubleshooting was done. The customer stated that the unexpected restart alarm occurred during normal insulin pump use. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an a21 alarm and history was erased after battery change due to broken solder joint on the interface board. The insulin pump passed the self test, received with normal operating currents and no unexpected off no power alarm and no a17 alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.